Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported being no longer able to understand speech with the device but still having sound awareness. No falls, accidents or bumps to the head were reported. Further medical intervention is unknown; surgery is recommended.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
The user reported being no longer able to understand speech with the device but still having sound awareness. No falls, accidents or bumps to the head were reported and it is unclear when the recipient began to have trouble with the right side. The recipient is bilaterally implanted. It is unclear if the family wish to move forward with re-implantation but surgery has been recommended.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted user reported being no longer able to understand speech with the right side device but still having sound awareness. No falls, accidents or bumps to the head were reported and it is unclear when the recipient began to have trouble with the right side. The recipient was re-implanted.